Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, which successfully prevented the malfunction from recurring. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs, which they understood.